Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding system controller (B)(6) was confirmed via the provided log file. The log file provided from this controller contained data spanning approximately 4 days ((B)(6) 2022 ¿ (B)(6)2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A low voltage advisory alarm was observed on (B)(6) 2022 at 4:36 while wall power was in use; the alarm appeared to have been caused by the voltage in the white power line dropping below the alarm threshold. The alarm transitioned to a power cable disconnect alarm when the voltage dropped further. At 4:38 of the same day, the black power cable was disconnected, causing a no external power alarm to occur due to the low amount of voltage in the white power line. The no external power alarm was due to the atypical power cable disconnect status. The no external power alarm resolved when the black power cable was reconnected within a few seconds, returning the alarm to a power cable disconnect status due to the voltage remaining low in the white power line. The patient¿s driveline was observed to have been disconnected at 4:45 on the same day to exchange the controller. No other notable events were observed. The system controller was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including the power cable disconnect, low voltage, and no external power alarms. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There were no further alarms after the controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a series of alarms that occurred indicating the controller¿s back-up battery was not installed or possibly already depleted while connected to a power module. There was some suspicion that maybe the plug was pulled accidentally, and the patient lost external power momentarily while still hooked up to the patient cables, but it was unknown what could have caused this. A controller exchange was then performed and per the perfusionist who reported it, the issue was quickly resolved.